Event description:
It was further reported that on (B)(6) 2013 the site reported an event of cardiogenic shock and not cardiac thoracic pain as previously reported. On the same day, the patient was treated with medications.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2014-04837. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2009, the patient presented with the qualifying condition of silent ischemia and was referred for cardiac catheterization which revealed two target lesions. The first target lesion was a 74% stenosed, 11 mm long lesion with a reference vessel diameter of 3.2mm and was located in the proximal left circumflex artery. The first lesion was treated with predilatation and placement of a 3.5x28mm study stent resulting in 5% residual stenosis. The second target lesion was a 56% stenosed, 11.2mm long lesion with a reference vessel diameter of 2.5mm and was located in the mid left anterior descending artery. The second lesion was treated with predilatation and placement of a 3.0x20mm study stent resulting in 5% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient experienced thoracic pain and was hospitalized on the same day with cardiac enzyme elevation consistent with the protocol definition of myocardial infarction. Eight days post hospitalization, the patient died.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).